Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the tube had difficulty with both inflation and deflation . A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received communication about a taperguard evac tracheal tube. Customer alleged that prior to use on a patient, inflation and deflation was difficult. No patient involvement was reported.

Event description:
Medtronic received communication about a taperguard evac tracheal tube. Customer alleged that prior to use on a patient, inflation and deflation was difficult. No patient involvement was reported.